Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the pacemaker was over-sensing the far r wave leading to inappropriate mode switch. No programming changes have been completed, but they were discussed. The patient had no consequences.